Event description:
It was reported that the patient was experiencing withdrawal, and had ¿doubled over¿. The patient started noticing changes 3-4 days prior to report date and they did notify the health care provider (hcp). The hcp had used the programmer to check the pump, and per the reporter, the patient was told the pump was ¿not working¿. The patient received a prescription for morphine to treat withdrawal symptoms. It was noted the patient had also been taking oral medications as well. The reporter indicated there was an alarm heard and confirmed by telemetry, but the specific alarm was not known by the reporter. Per the reporter the pump was alarming every 10 minutes. The reporter indicated they had no further information other than the fact the pump was not working. It was later reported that the patient started to feel symptomatic on the wednesday or thursday prior to report, then on saturday, the patient went to see the hcp at which time he was in full withdrawal, with nausea, vomiting, diarrhea, diaphoresis and muscle spasms. The hcp interrogated the pump and discovered that there was a motor stall. It was not known to the hcp if the patient had come into contact with electromagnetic interference (emi). The hcp noted there were no volume discrepancies, or any other issues. The patient was planning to see the surgical hcp in the next week. The reporter was unsure if the stall recovered. It was later reported that the pump was used to deliver morphine. It was later reported that the alarm was a critical alarm due to motor stall. It was unknown if the catheter was the cause of the motor stall. The patient experienced underdose symptoms and less than 50% therapy relief. The patient was hospitalized and was started on oral morphine. It was indicated that diagnostic testing was to be performed. The patient was scheduled for consult with a surgeon on (B)(6) 2013 to schedule pump and possible catheter replacement. It was later reported that the pump was replaced on (B)(6) 2013. The pump had stalled for an undetermined time and did not recover. During the pump replacement the surgeon observed that the sutureless connector may have been kinked in the pump pocket when he removed the pump. The catheter was proven patent as at least 3ml were withdrawn from the catheter without resistance once the pump was disconnected. The new pump was connected and the surgeon took special care to try and place the pump in a position that would prevent the catheter from becoming kinked. It was not proven nor disproven that the kink in the sutureless connector resulted in the pump motor stall. Additional patient symptoms included headache and pain. It was noted that the pump was reprogrammed and the issue was resolved. Patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l46999, implanted: (B)(6) 1997. Product type: catheter: product ID 8578, serial# unknown. Product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving a stall due to shaft/bearing as well as a gear train anomaly involving corrosion and/or wear and/or lubrication. Multiple motor stalls and recoveries were seen in the event logs. During destructive analysis significant residue and shaft wear on the upper shaft of gear 2 was observed. Also, some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly was observed.